Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt's pump had a motor stall. The motor stall was confirmed in the event logs. The motor stall recovered. The cause of the stall was magnetic resonance imaging. The drug in the pump at the time of the event was not known. Add'l info has been requested; a f/u report will be submitted if add'l info becomes available.